Event description:
A system error 2240 message that appeared on the display of the home patient's homechoice machine during dwell 2/3 of their automated peritoneal dialysis therapy. Reportedly, the home patient's transfer set was connected to the patient line of the homechoice set at the time of the alarm. The home patient reported that they had the cap on and clamp open on an unused supply line during their therapy. Baxter's technical service center assisted the home patient in ending therapy. The home patient reported that they continued therapy with manual exchanges. No patient injury or medical intervention was associated with this incident, per the home patient.